Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was not obtained.

Event description:
It was reported that patient met with an abbott representative for reprogramming lead diagnostic showed high impedances on multiple contacts. X-rays were obtained and physician noticed a potential lead fracture as well as minor migration. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was successfully explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.